Event description:
Per complaint 43430, chronic inflammation around a patient's dental implant necessitated its removal and grafting in preparation for a replacement implant. The presence of both bone loss and a fistula was also reported.